Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump was squirting inulin during manual prime. Customer's blood glucose was 134 mg/dl. Customer stated the piston on the device continues to move forward after it makes contacts with the reservoir. No numbers or beeps appear on the device. Customer tried a different set. The device was not dropped, bumped, or exposed to water. Customer was advised the device need to be replaced and agreed to return it.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk also, unexpected motor noise anomaly noted during rewind due to faulty motor. Unable to verify prime fill anomaly due to motor error alarm. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.